Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal difficulty occurred. The target lesion was located in the distal left anterior descending (lad) artery. The taxus express2 atom 2.25x24mm drug eluting stent was advanced to the lesion in the distal lad through the lima. The stent was deployed at 10 atm's for 10-15 seconds. The physician "popped the endoflator, quickly reducing pressure" and inflated again to 10 atm's for 10-15 seconds. The endoflator was dialed down after the second inflation and the physician waited 20 seconds for the contrast to leave the balloon. When the physician attempted to remove the balloon, it was unable to be withdrawn. The physician pulled again but was still unable to remove the device. The physician made two more attempts to remove the balloon, and was successful on the fourth attempt. No patient complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwath will be filed.